Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he woke up with the blood glucose level of 300 mg/dl and noticed that his infusion set's tubing was detached close to the site while sleeping. The site location was his abdomen and the pump was on the same side with the set. The infusion had been in use for one day. Reportedly, the patient was unsure of any stress or pull on the tubing and was unsure if the pump was dropped with the set connected to the patient's body. No further information available.